Manufacturer narrative:
An image was provided for review and confirmed a broken instrument cable at the distal end. At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
This initial MDR was submitted with the incorrect lot number information. The number was incorrectly generated as k10230125 0078. The customer communicated that the corrected number is k10221212 0406 . Please refer to MFR report number 2955842-2025-46128 for this event which was re-submitted under the correct lot number.

Event description:
Refer to h11 for follow-up information.